Event description:
It was reported that during use with an unspecified bd blood collection product, the syringe leaked. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese: the patient was admitted to the emergency room by a treating nurse at 11:40 on (B)(6) 2023. After collecting blood from the patient's arteries, he found blood leakage from the syringe of the blood collection device. Because the arterial blood must be sealed and stored, the blood collection failed. The treating nurse replaced the arterial blood collection device with a new one and re-collected the blood. The syringe of the arterial blood collection device leaked blood, which seriously violated the principle of sterility, increased the patient's pain during the second puncture, increased costs, increased nursing workload, and reduced patient satisfaction. It will have a negative impact on the department and the hospital.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. E1. Initial reporter address: (B)(6). Initial reporter facility name: (B)(6) hospital. H3. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends h4. Device manufacture date: unknown h3 other text : see h10.